Event description:
A review of the by technical services confirmed impedances between 190 to 200 ohms. There were no inappropriate shocks and no stored episodes in the device memory which appeared to be noise. Technical services discussed a possible lead replacement or placement of an additional lead for pace/sense. At this time the system remains in service.

Event description:
Additional information received noted that the patient came in for a scheduled follow up and out of range pacing impedances were noted. The amplitudes had also decreased and the pacing thresholds and increased, thus the device was reprogrammed. The physician wanted to know the true value of the impedances. The next follow up was scheduled. A review of the provided data confirmed low out of range pacing impedances. Technical services discussed possibly assessing the lead or following the patient on remote monitoring. Technical services noted there was no sign of a device issue, but a save memory analysis needed to be provided to verify normal device operation. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
A scheduled follow up took place and the physician wanted to know the values for the pacing impedance measurements. Boston scientific technical services (ts) noted no significant change in the rv impedance measurements. Noted that the values remain out of range low < 200 ohms and the latest value was 189 ohms. No further changes were made, and the system remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a follow up impedances on the right ventricular lead appeared to be low but not out of range. All other measurements appeared normal. A save to disk was performed and reviewed by technical services. A review of the save date that the pacing impedances had gradually decreased but was stable around 230 ohms. A check the right ventricular lead message was declared due to low intrinsic amplitudes. No noise was recorded and all other measurements were stable. Technical services discussed turning beeping on with the setting of 200 ohms, this would allow the patient and the physician to know when out of range measurements would be recorded, as well as allow the physician to put the patient on normal follow up intervals until the patient would hear beeping. No adverse patient effects were reported. The system remained implanted. Subsequently during a routine follow up out of range pacing impedances were noted since (B)(6) 2014. The patient data will be sent for review to technical services. At this time the system remains implanted.